Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received a result of 169 mg/dl at 2:00 p.m. On the nano system. The patient took a normal dose of humalog 3 units. The patient's mother found her unconscious and passed out in the yard at 2:15 p.m. The patient's blood glucose result was 66 mg/dl. The mother treated the patient with juice, peanut butter crackers, and yogurt. The patient would not have been able to self-treat. The patient's blood glucose result was 147 mg/dl at 2:30 p.m. And 80 mg/dl at 2:45 p.m. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.